Manufacturer narrative:
Additional narrative: UDI: (B)(4). Investigation summary: the complaint device was not returned; and therefore, unavailable for a physical evaluation. However two photos were provided. Upon visual inspection of the photos, it was observed that the device was inside its transparent blister, the needle was still connected to the deployment gun. However, it was not possible to determine if the device had a damage. The second photo showed that the suture was completely taken out of the needle, the plates were not shown in the photo. The customer did not provide more photos and details in regards the failure. As no defect was found, a potential cause cannot be associated to manufacturing, therefore a manufacturing record evaluation is not required. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. According with the visual inspection of the photos, and considering that the device was not tested, this complaint cannot be confirmed. The device is required for testing, the photos provided does not contain enough evidence to determine why the customer experienced the failure, hands on analysis should provide the required evidence to provide a root cause. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.

Event description:
It was reported by the customer in (B)(6) that during an anterior cruciate ligament reconstruction surgery on (B)(6) 2022, it was observed that the omnispan meniscal repair 27deg device was not fired while in use with the meniscal deployment gun device after the first firing. Another like device was used to complete the procedure. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: the complaint device was received and evaluated. The deployment gun has the needle stuck on its connector. The needle's connecting sheets are opened due to the manipulation of the device. The needle's silicone sleeve was found rolled up; the plates were not returned. The returned suture is in good condition. On magnification of the needle, it was found that the loading rod is stuck inside the needle's groove. The needle was removed and verified the spring pusher and the loading rod, the spring pusher has no structural anomalies, however the loading rod is slightly bent due to the jamming condition. As a potential cause cannot be associated to manufacturing, therefore a manufacturing record evaluation is not required. According with the visual inspection result, this complaint can be confirmed. A possible root cause can be attributed to procedural variables, such handling of the device or product interaction during procedure. An excessive manipulation of the device, tilting and twisting movements of the device while it was inserted causing the loading rod to jam in the needle's groove, therefore, the second plate was not able to be released, however this cannot be conclusively determined. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history lot: as no defect was found, a potential cause cannot be associated to manufacturing, therefore a manufacturing record evaluation is not required.,as a potential cause cannot be associated to manufacturing, therefore a manufacturing record evaluation is not required.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.